Event description:
As part of a legal mediation effort on september 4, 2013, intuitive surgical inc. (Isi) received information from an attorney representing a patient who underwent a da vinci nephrectomy procedure on (B)(6) 2011 and alleged to have injuries to their kidneys. No further information is provided at this time.

Manufacturer narrative:
Based on the limited information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the patient reportedly experienced post-surgical complications after undergoing a da vinci surgical procedure.

Manufacturer narrative:
As part of a legal dispute, intuitive surgical received information regarding a patient who underwent a da vinci robotic right partial nephrectomy procedure. Intuitive surgical was provided with the operative report. Additional information provided includes pathology report and anesthesiology operative log. The patient had a resection of a right renal mass which proved to be a renal cell carcinoma. Nothing in the operative report or anesthesia log appeared to be out of the ordinary. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication.